Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Event description:
During an elective coiling procedure to treat an aneurysm of a para-ophthalmic territory (paraclinoid branch), the physician felt that the coil (orbit rdfl complex fill coil/638cf0824) stretched after manipulating the micro catheter several times as a result of re-positioning device in conjunction with a balloon re-modeling technique at the neck of aneurysm.